Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had diaphragmatic stimulation and reprogramming had been performed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.